Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
This was a left-sided lead extraction to remove two cardiac leads due to cied system/pocket infection, bacteremia, and an advisory riata lead. The patient was very sick with multiple infection issues. Each of the leads was prepped with an lld and a glidelight laser sheath was used to extract. The ra lead ((B)(4)) was extracted successfully. The rv lead ((B)(6)) was then targeted for removal. The sheath was almost to the end of the lead when the patient's pressures became irregular, so the physician stopped the procedure. The pressure loss was due to the traction being placed on the lld; no injury was detected. Due to the fragility of the patient's health status, the physician elected to abandon the extraction of the rv lead and cut/capped the lld within the lumen of the lead. The plan is to bring the patient back for a second extraction attempt when he is more clinically stable.